Event description:
The customer reported that following a diagnostic catheterization procedure on event date, a vasoseal es was deployed. Approx 10 minutes post deployment, the pt experienced pain and cramping in the right leg. A surgical consultation was obtained and the pt was taken to surgery. The vascular surgeon noted that a right femoral thrombectomy with a vein patch was performed. On day after event date surgeon's notes stated that the pt was stable with intact distal pulses. The pt was expected to remain in the hosp for two more days before being released. No further complications were reported.